Event description:
The reporter contacted animas on (B)(6) 2013 reporting that the patient's pump screen was dim. This report is made based on the allegation of the pump display issue. There was no allegation of an adverse event associated with this issue.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 08/10/2016 with the following findings: the display screen was dim and discolored. Unrelated to the display screen, the battery compartment was cracked.